Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 instrument, and identified the failure mode as multiple hardware. The fse replaced ise tubing, carbon bridge and sample probe which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their unicel® dxc 600 instrument. The erroneous patient results were reported out of the laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide data for review.